Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a b30 (scope communication error) occurred. Tac instructed the customer to try different scopes and if tried other scopes in other light processors. Tac inquired if the customer cleared the error code and shut the processor down when trying a different scope. Tac instructed the customer what a scope communication error was. It is normal to wipe it down with an alcohol wipe if need be and try it again. The customer said the scope was cleaned like that. The customer will call back if issue was not resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during maintenance, a b30 (scope communication error) occurred on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related dust or liquid attached to the contacts. Olympus will continue to monitor field performance for this device.